Event description:
It was reported a 6f angio-seal sts plus device was used to seal the right femoral arteriotomy post percutaneous coronary angiography and interventional procedure. The pt was discharged. Three days later, the pt returned with chest pain and symptoms of right leg vessel occlusion. Bilateral coronary and the right iliac angiography was performed. The right iliac artery had a spiral dissection occluding the artery which was treated by ballooning and stenting. Also noted, was a right popliteal artery stenosis that required ballooning and a thrombectomy. The left external iliac artery also was treated for a stenosis by means of ballooning and stenting. The pt was placed on plavix at the time of discharge after the first coronary procedure but was noncompliant and did not take the medication. The pt had a pre-existing condition of peripheral vascular disease. The physician does not allege the event was caused by the angio-seal device.